Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 58mm abdominal aortic aneurysm. It was reported on the date of a CT just over a year later, infolding of the main body stent graft was identified. There was no endoleak and the aneurysm diameter is stable. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient will be monitored.